Event description:
Removal of endosseous dental implant. Implant was placed on 12-17-96 in site #26 (class iii bone) during a complex procedure due to the slope of the lingual plate (bone). The tps surface of the implant had the lingual surface exposed after surgery. The clinician reports taht the reason for implant failure is due to perforation of the lingual bony plate. The implant was removed on 02/04/97.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.